Manufacturer narrative:
Device is distributed outside the united states; however, it is similar to the united states product. This device is one of three products associated with this event. Please refer to MFR report # 9616099-2007-01612 and 9616099-2007-01614. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The female patient received two 2.5 x 33mm cypher select plus stents in the proximal left anterior descending and a 2.5 x 28mm cypher select plus stent in the mid left anterior descending. Five days later, the patient had stent thrombosis. Patient was treated with re-pci.